Manufacturer narrative:
(B)(4). Batch # n54l81. The analysis found that one pve35a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lobectomy procedure, the stapler activated properly during the first firing over the pulmonary artery. At the second firing over a 2-centimeters pulmonary vessel with a healthy tissue, after waiting 15 seconds, the surgeon activated the stapler and the knife went forward completely but it didn't come back. The surgeon pushed the "reverse" button but it didn't activate neither after replacing the battery. The operator clamped at the proximal end the vessel because he thought that the stapler didn't work and after he made re-entered the knife thanks to the manual override. They opened the stapler, the suture appeared properly formed. The operation was completed by using a stapler of our competitors. There were no adverse consequences for the patient.